Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instruction for use, the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in morbidly obese pts or in pts with penetrating ulcers.

Event description:
On (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis to treat a penetrating ulcer. The graft was appropriately sized, but the proximal aspect of the graft did not adhere to the curvature of the distal arch. On (B)(6) 2011, the pt presented with symptoms similar to the ones previously experienced with the penetrating ulcer. On (B)(6) 2011, an intervention occurred. A gore tag thoracic endoprosthesis was placed just distal to the left subclavian artery to treat the ulceration proximal to the previously placed graft. The ulceration was attributed to high blood pressure coupled with the flares from the previously implanted graft. Final angiography showed total exclusion of the ulcer. The pt tolerated the procedure well.